Manufacturer narrative:
Additional contacts: dr. (B)(6). Dr. (B)(6). Dr. (B)(6) implanted the device on (B)(6) 2017 and dr. (B)(6) performed the new surgery on (B)(6) 2019 in chu rouen. Dr. (B)(6) is the patient's general practitioner and reported this complaint. (B)(4). Manufacturing site although the most recent manufacturing site for advantage is boston scientific in spencer in, the reported lot involved in this complaint was manufactured by: (B)(4). Report source: other: (B)(6) adverse incident report reference no (B)(4); submitted to (B)(6) by the patient's general practitioner. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit mesh was implanted during a tension-free vaginal tape procedure performed on (B)(6) 2017. According to the complainant, on (B)(6) 2017, the patient experienced several problems including chronic pelvic pain with major psychological slowdown, repeated urinary infections, increasing incontinence, and "intravesical protrusion" which required an extensive surgical intervention with an attempt to remove the device and/or urethral reimplantation. Reportedly, the patient had a new surgery on (B)(6) 2019. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.